Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter came out immediately after surgery. It was unknown where the water escaped.

Event description:
It was reported that the foley catheter came out immediately after surgery. It was unknown where the water escaped.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Addressed by CAPA 8266921. The root cause identified for CAPA 8266921, it was difficult to assure the positioning of the catheter due to vision was difficult. Received three photos for evaluation. The first one shows a top view of a 2-way all silicone catheter. The second photo shows the catheter's deflated balloon and tip. The last photo shows the catheter's cap with the lot number printed on it nghz0019. Received 1 all silicone foley catheter. Attempted to inflate balloon with 10 ml methylene blue solution (3 drops 1 percentage aqueous methylene blue per 100ml distilled water) however upon inflation the solution entered into the drainage funnel indicating lumen to lumen leak. The returned sample does not meet specification which states: catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The DHR review and labeling review are not required as CAPA 8266921 is applicable for this product lot number. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.